Event description:
It was reported this right atrial (ra) lead was surgically abandoned with unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported this right atrial (ra) lead was surgically abandoned with unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information was received indicating that this lead was surgically abandoned due to dislodgement. This was confirmed based on testing of device showing loss of ra capture and changes in sensing. In addition, this lead was surgically abandoned due to difficult to extract.